Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the alert on low on the insulin pump had stopped working. The customer's blood glucose level was below 3.9 mmol/l. She stated it last alarmed her on the september 25. Customer did not see the low alert in the history. The customer declined troubleshooting for low blood glucose level. The insulin pump will not be returned for analysis.